Manufacturer narrative:
Analysis of the catheter found a non-significant indent in the seal of the sutureless connector which did not affect infusion.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient experienced flu like symptoms, was nauseated, had pain and less than 50% therapy relief/diminished efficacy. A dye study and rotor/roller study were performed. The healthcare provider was unable to aspirate the catheter; a catheter replacement was planned. The patient status was 'alive - no injury'. The device system was used to deliver dilaudid. It was later reported that the patient was referred for a consultation and possible replacement. The patient was not receiving effective therapy and started taking oral meds in the interim. The exact location of the issue was not known. It was later reported that the catheter was replaced on (B)(6) 2014. It was noted that the catheter was mostly curled up in the lumbar incision. It was undetermined whether it was completely out of the intrathecal space or not.